Event description:
The weck sales representative notified weck, teleflex medical in 2005. The initial report stated that a donor, died a few hours after a live donor nephrectomy. The event occurred at the national university hospital.

Event description:
No changes from original submission.